Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they had to look for the implantable neurostimulator (ins) because it "moved in her body" since implant. The patient was trying to change programming for a loss of therapy and realized they did not feel stimulation on (B)(6) 2015; it was confirmed that the therapy was on. The bowel symptoms were "okay," but the urine was overflowing and causing soaking of her depends. The loss of therapy occurred "about 3 weeks ago" in (B)(6) 2015. It was noted that the patient was in the doctor's office for an unrelated injection in the back, indicating a potential cause of symptoms.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2011 (B)(6); product type programmer, patient product ID 3889-33, lot# v701765, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
(B)(4). The patient reported that she only felt faint stimulation and there was a loss of therapy. There were no medical procedures / emi related to the issue. The patient had a bad fall two years ago and then had double knee replacement. Symptom control was not 50% or better. Reported patient symptoms included leakage, which had started (B)(6) 2015. The patient was leaking, bowel as well as urine, and patient wanted to know if she was using her system correctly. The patient first had loose bowels (B)(6) 2015, then again on (B)(6) 2015, and it had happened many times since then. The implantable pulse generator (ipg) was on program 4 at 1.65v and stimulation was on. Stimulation was increased to 1.80v and it was noted that the patient felt slight stimulation. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, the file will be updated.

Event description:
Additional information received from the consumer reported they spoke with the manufacturing representative and the issues resolved.

Event description:
The patient's indication for use was "interstim-other."